Manufacturer narrative:
(B)(4). During baxter investigation this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed in the lab due to a lack of sample. Per the complaint information the cause of the alarm is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the homechoice machine alarmed system error 2240 (air in set) during fill. The patient found an unused supply line unclamped. The patient was connected at the time of the alarm and at no point did the patient disconnect prior to the alarm. The hp was advised to use new supplies. No patient injury or medical intervention was reported. An unknown peritoneal dialysis set was used.